Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint identified no similar complaints from the lot. All information was investigated and based on information provided and without a device to analyze, a cause for the reported unintended movement associated with clip opening while locked could not be determined. The unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is being filed to report the clip opening post deployment requiring intervention. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. The clip delivery system (cds) was advanced and placed on the mitral valve. After removal of the lock line, it was noted the clip partially opened. A second clip was implanted to stabilize the first clip, reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.